Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the catheter was unable to irrigate properly. It was reported that after about an hour of mapping, the ablation catheter was inserted into the body and they noticed that the catheter was unable to irrigate properly. The catheter would "trickle" only when irrigating. When the catheter was replaced, the issue was resolved. No adverse patient consequence was reported.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection, patency and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency and irrigation test were performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31119500l number, and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).